Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set "was found with its filter half empty (air in line)". Patient involvement and the step of setup or therapy during which this was noticed were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional flow testing were performed and revealed air in the line. The reported condition was verified. The cause of the condition was narrowed down to a supplier issue. Notification has been sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.